Manufacturer narrative:
Additional information received on 14jul2016: the patient was positioned supine and was not repositioned at any time during the surgery; only when the pins slipped. The surgery was performed with a stereotaxy device (medtronic, stealth s7). Integra mayfield disposable pediatric skull pins (product ID and lot number unknown) were used. The length of time the product was in use before the event occurred was around 1 hour. Forty pounds of pressure was applied. The wound was closed and a new mayfield and set was done. The patient outcome was fine.

Event description:
Slippage during craniotomy was reported. There was a slight laceration behind the patient's ear. No stitching was needed; dressing applied only. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: index knob and swivel assembly have minor movement when locked. Plunger spring is deformed and plunger stud is damaged. Recommend unit undergo general service including full disassembly, cleaning and replacement of minor parts in order to restore full function to manufacturer¿s specifications. The device in question was manufactured on december 31, 2009 with no prior service history. No manufacturing or design related trend has been identified. In summary, the end user's return of the device could not be verified and the root cause could not be determined. However general maintenance including full disassembly is recommended as this device was manufactured in 2009 with no prior service history.